Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional/unable to activate monitor) was confirmed. Upon investigation, the rear response button was not functional. The cause for the failure was the rear response button was damaged - the dome was missing. The root cause of the damaged response button cannot be positively identified. There was no adverse event that resulted from the damaged response button.

Event description:
A us distributor reported that a monitors response buttons were not activating the monitor.